Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was implanted. On (B)(6) 2016, a valve-in-valve procedure was performed due to severe aortic regurgitation. A 26mm corevalve evolut r valve was implanted. The patient tolerated the procedure well and was in stable condition.